Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2016, a broken sensor wire was reported. Date of issue is an approximation. The sensor was inserted into the arm. The patient stated the sensor wire had broke off in his arm which required surgery to have it removed. No additional event or patient information is not available. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.